Manufacturer narrative:
The lot was manufactured october 5, 2016 - october 6, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo identified a leak; however, there was no clear evidence that the bladder had ruptured. The cause of the leak could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling with 84 ml of fluorouracil and 31 ml of sodium chloride. There was no patient involvement. No additional information is available.